Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The water regulator cannot regulate water flow. The red tubing is pinched. One of bumpers are missing. The water filter have build up debris. The module receptacle is worn out thereby leaking air.

Event description:
While using a g120 scaler, the insert tips were getting hot; no injury resulted.